Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the suture was retrieved and the anchor is still implanted in the patient, therefore unavailable for a physical evaluation and cannot be confirmed at this time. The information provided is not sufficient to determine a definitive root cause for the reported failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Our results indicate that there were no issues during the manufacture of the product that would have contributed to this complaint condition. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any kind for this lot of devices that were released to distribution, at this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in the future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Manufacturer narrative:
(B)(4). The expiration date is not currently available.

Event description:
The sales rep reported via phone that the distill suture bridge on the customer's healix advance 5.5 broke when tying the knot during a rotator cuff repair. The piece was retrieved with a grasper and the anchor stayed in the patient. The case was completed by creating a new bone hole and putting in another like device. There were no patient consequences or delays. The device is not being returned as it was left in the patient.